Manufacturer narrative:
(B)(4). The customer returned (B)(4) unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A double feed was present in the jaws, and the clips were out of position in the channel. Reference file: (B)(4) for investigation photos. First, the clips were manually removed and the trigger cycle was completed. One of the clips that was removed was broken in half at the hinge. No clip was in the next position of the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. However, resistance was felt during the trigger cycle and the next clip was protruding from the channel. The following clip was also out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 10 clips remaining including the partially loaded clips, indicating that 5 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. It could not be determined exactly how or when the clips became out of position. CAPA: (B)(4) has been opened to further investigate this issue. Reference file: (B)(4) for investigation photos. The IFU for this product: l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip cannot open" was confirmed based upon the sample received. One device was returned with a double feed present in the jaws and the clips out of position in the channel. Upon functional inspection, no clip fired on the first attempt. Resistance was felt during the trigger cycle and the next clip was p rotruding from the channel. The following clip was also out of position in the channel. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clip cannot open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73m1800229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot open.